Event description:
Items returned to nsw service coordinator for power tools from csd repairs with no further information supplied: 1 x 950502071 hp power pin driver - lot j0910, issue: hp bit for repair no other information. 1 x 254500060 attune pin puller - lot pg246429, issue: stiff/not springing out.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> visual examination of the returned device found signs of corrosion on different spots on the device. The investigation was not able to replicate the reported event, not confirming the allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Drawing/specifications reviewed? Was not performed since it was not applicable to the complaint condition. Dimensional inspection: was not performed since it was not applicable to the complaint condition. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.